Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a bha, the surgeon could not insert the locking ring in the shell because a insert block was deformed.

Manufacturer narrative:
An event regarding assembly issue involving a centrax head was reported. The event was confirmed. Device evaluation and results: visual inspection of the device confirms the locking ring is deformed. Examination of the returned device indicated that no mar is required as event not material related. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The investigation concluded that the centrax head could not be assembled as the locking ring is deformed. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a bha, the surgeon could not insert the locking ring in the shell because an insert block was deformed.